Manufacturer narrative:
The previously submitted report was missing this statement in regards to h.10. Additional manufacturer narrative instructions for use were inadvertently omitted from the original manufacture device report.

Event description:
The user facility reported a 23-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp and an impella rp device for mechanical circulatory support. During support, the impella cp pump had low suction/flow issues. The team observed left ventricle thrombus burden to be present on the echo. The team pulled the cp back into the aorta. The patient expired when the mean arterial pressure decreased and patient became pulseless. The cause of death was determined to be viral cardiomyopathy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed since the original report was submitted. The device was not returned for investigation. The data logs showed multiple motor current spikes followed by low pump flow. As per clinical findings, a free-floating left ventricle clot was noted under echocardiogram during the low pump flow event. The cause of the low pump flow issue was biomaterial, based on data log review and provided clinical details. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B.1 product problem was inadvertently left off the previously submitted report and was added. B.2 revised as previously entered incorrectly. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures.

Event description:
Upon medical safety officer review, there is not enough information to associate the use of the device with patient's outcome.